Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the helix of the right ventricular (rv) lead failed to retract. The rv lead was not used and replaced. The patient experienced no adverse consequences.